Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. During the call with tandem technical support, the contact was able to load a new cartridge successfully. Additionally, it was reported that there was a red pixel stuck on the touchscreen. As the pixel did not block any graphics or text, the customer will continue to use the pump for insulin therapy. There was no impact to the customer's blood glucose level.